Event description:
Revision surgery - the cement and humeral stem loosened causing pain and discomfort for the patient.

Manufacturer narrative:
Lot# on initial was reported as 9781174; should be 978f1042. The reason for this revision surgery was pain and discomfort for the patient. The length of in vivo service was 1 year. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This event and revision surgery is the result of the cement and stem loosening in the patient's joint causing the patient pain and discomfort. There are no indications of a product or process issue affecting implant safety or effectiveness.